Manufacturer narrative:
B3: using bsc aware date as event date, as it is unknown.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal imaging (tee) and a 33mm watchman closure device was implanted after meeting release criteria. After more than five years post index procedure, the patient presented for a workup for a new procedure and tee imaging revealed a leak under the closure device skirt. Patient is stable and no complications occurred. No interventions were performed.